Event description:
A belmont rapid transfuser at (B)(6) hospital was being used to resuscitate a patient in the operating room. The attending anesthesiologist observed smoke coming from the belmont machine. The patient in lifethreatening hemodynamic shock and the belmont was rendered useless. This problem has been observed by multiple attendings at various other institutions.